Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump gave error messages. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015, device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: there was no activity related to the complaint observed in the pump histories. The pump was exercised for 24 hours with no alarms or warnings emitted. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.